Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched due to low blood glucose on (B)(6) 2017 with blood glucose of 29mg/dl. Customer's blood glucose was 207mg/dl at the time of the call. Customer stated that the drive support cap was normal. The customer was not admitted and was treated on the scene. The customer was advised to discontinue use of insulin pump until healthcare professional's examination of settings. The insulin pump will not be returned for analysis.